Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported loss of suction. Prior to patient use during set up, the customer reported loss of suction while testing the device using saline solution. Though requested, no additional information was provided.